Manufacturer narrative:
The pump has not been returned to animas at the time of this report. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that the display screen was dim and discolored. This complaint is being reported because the reported issue was not resolved through troubleshooting. There was no allegation of an adverse event associated with this complaint.

Manufacturer narrative:
Follow-up #2 date of submission 20-sep-2019. Device evaluation: the device has been returned and evaluated by product analysis on 18-sep-2019 with the following findings: during investigation, it was confirmed there were scratches on the display lens.. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device. Correction: the original allegation indicated that the display was scratched. The initial report incorrectly reported that the display was dim and discolored.

Manufacturer narrative:
Follow-up #1 date of submission 12/14/2016 ¿ correction to serial #.